Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with a basal rate and monitored five days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Device was downloaded and all bolus delivered were found at the care link report. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked reservoir tube and stained address or serial number label. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 305 mg/dl and current blood glucose was 181 mg/dl. Customer had problems with her pump, in that it has to prime the pump everything she needs to do a bolus. Customer stated that, the pump is not delivering insulin properly. Customer reported the following symptoms related to their high blood glucose was nausea. Customer treated high blood glucose with bolus. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick release set. The device will be returned for analysis.